Manufacturer narrative:
The device was received for evaluation. During functional testing, device "failed psi testing" was not reproduced. Evaluation sent the device for downstream occlusion testing and the device passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the downstream occlusion detection test which was described as ¿failed psi (pounds per square inch) in the biomed service department. There was no patient involvement. No additional information is available.